Manufacturer narrative:
Approximately 13 inches of the external portion/distal end of the percutaneous lead (lead) was returned. Continuity testing was performed on the returned portion of the lead and an open black wire was found. The shielding and bionate were removed and examination of the underlying wires revealed a fractured black wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the black wire were exposed. The fracture of the black wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. The system pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system pocket controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarm. The fractured black wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The patient remains on vad support and no further related events have been reported after the percutaneous lead repair was performed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 7 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system produced alarms while connected to the power module, and that the patient changed to external battery power. It was reported that the alarms would resolve when the percutaneous lead was manipulated. Interrogation of the system controller history revealed low voltage alarms. No clinical symptoms were reported. It was previously unreported to the manufacturer that a low speed advisory alarm had occurred in (B)(6) 2017. The patient¿s system controller was exchanged due to suspected compromise of the system controller power leads. Post-exchange, a driveline fault alarm occurred, and the lvad could not reach the set fixed speed. The lvad system would reach the set speed when the percutaneous lead was wiggled. The lvad clinicians utilized tape and tongue depressors to stabilize the percutaneous lead, approximately 3 inches from the system controller connection. Log file analysis by the manufacturer¿s technical services department revealed pump stoppage events. On (B)(6) 2017, continuity testing did not reveal any open wires. A distal end percutaneous lead (driveline) replacement was performed. No additional alarms occurred post-replacement. No additional information was provided.